Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 1.8 mmol/l at the time of the event and was reported customer had a low blood glucose due to rewinding the pump and for the low blood glucose the customer was treated with orange juice and visited hospital. Troubleshooting was performed and customer was hospitalized due to low blood glucose and at the time of hospitalization customer was treated with glucose drip was verified that pump was utilized within 48 hours of the event along with active automode feature and was reported auto mode/smartguard was automatically delivering insulin at the time of low blood glucose event. No further patient complications were reported. The customer will continue using the device and the device will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case to not reportable as ea18 (possible over delivery anomaly) and ea06 (rewind anomaly) were applied inappropriately. Customer did not allege that the insulin pump was over delivering. Customer also reported that they forgot to rewind after a set change and that they were not disconnected during the rewind process.

Event description:
Information received by medtronic indicated that the customer experienced a low blood glucose level of 1.8 mmol/l due to rewinding the pump. The customer performed an infusion set change and forgot to rewind the insulin pump. To treat their blood glucose levels, they treated with orange juice and went to the hospital on (B)(6) 2024. They were in the hospital overnight. In the hospital they were treated with two bags of 500 ml of glucose drip. At the time of hospital admission their blood glucose level was 1.3 mmol/l. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. They also used auto mode/smartguard. The auto mode/smartguard was automatically delivering insulin at the time of low blood glucose event. The customer was not disconnected during the rewind/prime sequence. The customer did not believe the insulin pump was over delivering. The pump's programming was accurate. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.